Manufacturer narrative:
Added/selected b1. Is product problem. Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the positioning issues was not determined since insufficient clinical details were provided. The cause of the suction was not determined since no product was returned and data logs were not available. The cause of the anticontamination sleeve damage was not determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
Correction: this report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
H6: health effect impact code f1903 has been replaced with f1905. Medical device problem code a0414 has been added.

Event description:
An impella cp device was inserted surgically into the right femoral artery in a 58-year-old female presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had pink/red urine. Plasma free hemoglobin was 1,000. The p-level was lowered, which resolved the issue. The patient was transferred to another hospital. Upon arrival, the patient was having suction alarms and impella in aorta alarms. An echocardiogram found the impella to be in the aorta with the pigtail hooked on the aortic valve (av) leaflet. The impella was pulled back into the aorta and turned down to p-2. Plan to bring the patient to the cath lab for an exchange to a new impella cp. There was no noted interruption of flow or support for the patient. After two days on support, the device was exchanged. The impella functioned at p-2 at 2.4l/min as intended. The post-procedure outcome is survived at explant. The automated impella controller is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.